Event description:
The customer reported that the 6800 sys failed to boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep re-seated the workstation and generator printed circuit boards, reformatted the hard drive, and tightened the ac power plug connections. The sys was tested and is operating as intended.